Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medwatch report #: (B)(4).

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced foreign matter. The following information was provided by the initial reporter: unopened IV spike was black with mold.

Manufacturer narrative:
Follow up MDR for device evaluation. A complaint of foreign matter being found on a set prior to use was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. Foreign matter was found on the tip of the spike. It was not embedded into the spike. A device history record review for model 2426-0007 lot number 21109076 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27oct2021. There is 1 quality notification issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of the defect. The root cause for the defect is an issue with the supplier molding process. A similar issue, seen in previous investigations, has found this foreign matter embedded in another component, and the components reported are from the same supplier. A quality notification was created to prevent this defect, and the supplier has been notified of this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.